Event description:
It was reported that during a kidney biopsy, the device failed to obtain a tissue sample. It was observed that the sample chamber was exposed. No patient injury reported.

Manufacturer narrative:
The lot number was not provided so the device history records could not be reviewed. The complaint sample was returned for evaluation. The device was visually inspected and no apparent defects were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and it was noticed that there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and fourth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch as well as affects the needles ability to cut and obtain a sample. The complaint is confirmed as a gap at the sample notch along with a loose stylet hub were found during the sample evaluation. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. The current IFU states: precaution: before using, inspect the needle components for damage. Do not use if the needle component are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.